Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported they were unable to charge the implantable neurostimulator (ins) and were unable to communicate with the patient programmer (pp) or the recharger. Troubleshooting was performed and it was reviewed how to line up the antenna and how to position it over the ins which resulted in the reposition antenna screen. An attempt was made to use the pp but the poor communication screen was seen. It was noted the consumer normally charged the ins weekly, but the last time the device was charged was three weeks ago, so at this point it was suspected that therapy was off due to an empty battery. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.